Manufacturer narrative:
Final analysis found lead abrasion consistent with friction against another device at 33.4 to 34.2cm from the connector pin, exposing the outer coil. This damage could have contributed to the reported complaint seen in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic was seen in clinic for a routine follow-up. The atrial lead exhibited noise. The lead remained implanted.

Event description:
New information noted that a high pacing threshold was observed on the lead. The lead was explanted and replaced on (B)(6) 2014.